Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument no longer clipped. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The reported complaint was not confirmed by failure analysis. The large hem-o-lok clip applier instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips and tips opened and closed properly. The clip test was performed and passed multiple times. The clips were able to successful clip onto the tubing during in-house testing after multiple attempts. The instrument was fully functional. A visual inspection was performed, and no damage was observed. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.